Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that an external pulse generator (epg) did not capture and had intermittent pacing while connected to a patient. The manufacturer received two complaints on two separate devices from the same hospital because the customer was not sure which of the two devices was involved. There was no patient information available or known. The patient was connected to the epg and the atrial pacing was intermittent. The manufacturer representative reports that the doctor tried multiple wires with the same result. It is unknown if the battery was changed before the epg was used on the patient. The customer is expected to test the device in house.